Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "the screw driver part number 2107-1015 appeared to have the threads stripped prior to the case I was in. Surgeon was unable to use the screw driver. The surgeon used a different screw driver from the set and there was no issue."

Manufacturer narrative:
An event regarding damaged involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The hexalobular driver tip is worn and distorted. Deformation to the driver indicates the tip fractured while the device was being used to tighten a screw. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. No further information was requested as there is no indication the failure was related to patient factors. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there has been 1 other event for this lot. Conclusions: visual inspection revealed the hexalobular driver tip is fractured. The root cause was determined to be application of excessive force by the user.

Event description:
It was reported, "the screw driver part number 2107-1015 appeared to have the threads stripped prior to the case I was in. Surgeon was unable to use the screw driver. The surgeon used a different screw driver from the set and there was no issue."